Event description:
It was reported that the implant at tooth site #19 was removed due to being unsalvageable. At cleaning they noticed #19 implant was fractured or screw lost. (B)(6) 2024 - mesial pocketing, implant not salvageable. Antibiotics, grafting and placement of new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k101880. H4: device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsv6b10, (impl tapered scr-v sbm 6m m 5.7mm 10mm) for evaluation. Visual inspection was performed. The returned implant shows extensive signs of wear/use. Damage observed around its drive feature and collar observed to be fractured. Reported unknown fracture screw was not observed inside the implant. Additional assessment of the returned implant determined that it¿s a tsv6b10. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsv6b10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The customer did submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction has occurred. The returned implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d1: brand name d4: catalog number g3: date received by manufacturer g4: PMA/510(k) number g4: additional PMA/510(k) numbers k011028/k013227 g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes. H10: added manufacturer narrative.